Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06341. It was reported that stent damage post-deployment occurred. In (B)(6) 2015, a 3.50x20mm promus premier&#10263;as implanted in the proximal right coronary artery (rca). In (B)(6) 2015, the patient returned with a stenosis in the mid rca. A 6f non-bsc multipurpose guide catheter and a non-bsc guide wire were utilized for the procedure. Subsequently, the physician used several different balloons to pre-dilate the vessel. While trying to advance a 3.50x38mm promus premier&#10244;rug-eluting stent, a deformation of the previously implanted stent was then noticed but was unsure if it was due to the thinning of the guide or the advancement of 3.50x38mm promus premier stent. The 3.50x38mm promus premier stent got dislodged from the delivery system inside the guide catheter. The physician then advanced another 3.5x28mm promus premier&#10244;rug-eluting stent which pushed the dislodged stent into the vessel and the stent was removed using a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.